Event description:
The customer stated that he was hospitalized with a blood glucose reading of 550 mg/dl. The customer stated that he went back on the insulin pump after the hospitalization and he woke up with a blood glucose reading of 463 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.